Event description:
Vns pt underwent lead replacement surgery at the time of generator replacement surgery due to lead discontinuity. Treating neurologist indicated that in the months prior to ncp system replacement surgery, the pt complained of muscle twitching which was consistent with 'insulation' (likely meaning lead tubing) fracture. X-rays were taken prior to surgery and showed that the lead wire was intact.